Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform shaped abdominal aortic aneurysm approximately one month ago. The aortic neck angulation was 80 degrees. The patient's aorta was angulated at the renal arteries and the aortic neck length was not sufficient; therefore a more precise positioning of the stent graft was required. As a result the supra-renal stent opened when the proximal 3 stents were deployed. The delivery system was pushed upwards to fit the greater curvature of the aorta, but it could not be confirmed that the supra-renal stent was completely opened. After the ipsilateral limb was deployed, the contralateral limb was implanted. At this time, the contralateral limb was also angulated and the delivery system could not be advanced any further than 1 cm below the flow divider marker. There were only two stent rings length of overlap with the contralateral limb. Touch-up with a balloon was performed. Intra-operatively, a type I proximal endoleak was observed. There was no junction endoleak. An aortic cuff was implanted proximal proximally, slightly covering the renal artery. A second touch-up with a balloon was performed; however there was still a slight endoleak. Consequently, it was determined to not further intervene and to follow the patient. The physician commented that the outcome of this procedure was acceptable. The endoleak is expected to resolve. No further information was provided and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, deployment difficulty). Patient's condition affected effectiveness of device (angulated aortic neck, tortuous aorta and short seal zone). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck, tortuous aorta and short seal zone).